Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to infection. The case report form indicates this event is possibly related to devices and definitely related to procedure.

Manufacturer narrative:
Section h10: the following sections have additional info : (d4) catalog number and serial number.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of infection, which is included in the product labeling under general surgical risks.